Event description:
"The drill has probably been over-oiled. Has been draining oil for 3 weeks" was stated on the repair order. The foreign distributor reported that this incident did not happen during surgery, and there was no pt injury reported.